Event description:
The customer reported that the device failed the ECG test. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.